Event description:
A report was received that approximately an hour and a half after the pt was implanted; she lost sensation in her legs. The pt went into operating room and the physician explanted the ipg and paddle lead. The device was working properly and the pt could feel stimulation. It was discovered that the pt had an epidural hematoma above the lead tip that the physician felt was not related to the device or procedure. The pt is reportedly doing well and is walking normally and has regained sensation in her legs.

Manufacturer narrative:
The devices were not returned to bsn for further investigation as they were discarded at the medical facility.